Manufacturer narrative:
H3, h6) the set screw on the stop had been broken off with part of the screw still in the stop. E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a biopsy procedure. It was reported that the passive biopsy needle kit was opened. Turning the adjustable lock screw was tried but it could not be locked because it would not turn. A new one was opened and the biopsy was completed successfully. There was no delay and no impact on patient outcome.